Event description:
A report was received that the patient developed a new pain at the pocket site. The physician believed that the new pain was not device related but was procedure related and that the ipg was lying on the nerve. The patient was prescribed with prednisone but it did not resolve the pain. The patient will undergo a pocket revision.